Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient reported developing an abscess at the pod sight after the pod was removed. Patient was prescribed bactrim and clindamycin and noted that during the time of the infection his kidneys failed. Surgery was performed to remove the abscess. Pathology dissected mass and found something silver. Customer assumes it was the needle and/or cannula but is not sure.